Event description:
During the index procedure, the patient had one endeavor sprint drug-eluting stent implanted in the lad. Approximately 27 months post the index procedure, the patient suffered a stroke. Investigator assessed that the event was not related to the study device. Patient is improving.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stroke). Evaluation conclusions: known inherent risk of procedure (stroke).

Manufacturer narrative:
In relation to the previously reported stroke event, stroke prevention medications were discontinued.